Event description:
Attorney called: according to end user, he read directions (for hot/cold wrap), put it on his log. Heated for 1 minute to establish comfortable temperature. Was not warm enough, put back in for 1.5 minutes. Put on his leg for 10 minutes. Took it off, noticed redness, 4-5 spots. Saw a physician's assistant - told him he had 2nd degree burns. Went back to pa and was directed to see a physician. Physician indicated he had 3rd degree burns. Has had health issue with his legs. Unk if he has circulatory issues.